Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese female patient had impella cp pump inserted in the left femoral for heart failure. The complainant reported the developed sepsis while on impella support. The patient received 310 units of platelets, 28 units of red blood cells, 30 units of plasma, 400 (25%) ml of albumin, 1000 (5%) of albumin and medical observation. No further information was provided.